Event description:
Patient presented to our office on (B)(6) 2019 for evaluation of her lips. She had received lip filler at (B)(6) in (B)(6). The lip filler was poorly placed, and resulted in filler going outside of the border of the lips. She stated that she was there and they offered her to have a doctor inject her. The doctor did not speak english and the staff had to translate for her. She took a picture of the filler box, and it had (B)(6) labeling. In order to treat her, I had to dissolve some of the filler in some areas, and inject additional filler in others. She went back to (B)(6) after seeing me, and asked for her money back. They refunded her in cash, thanked her for being discreet, and said they were sorry and that they don't usually offer injectable, that it was just a one time thing. However since then, I have had multiple patients come to me and state that they were offered injectable and threads while they were in the salon. Allergan, the maker of botox and juvederm, have confirmed that they do not have an account, so the product is not legally sourced. I am not sure that the "doctor" is not licensed in this state or even this country.